Event description:
It was reported that an unk procedure air leaked. Another device was used to complete the case. There was no consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.